Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional information was provided regarding the outcome of the event.